Event description:
It was reported that patient was admitted to hospital due to seizures. Patient was noted to have low battery. Patient is referred for replacement. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Product analysis (pa) for the generator was completed and approved. There were no performance, or any other type of adverse conditions found with the pulse generator. No other relevant information has been received to date.

Event description:
The increase in seizures was reported to not be related to vns. The increase in seizure activity was above pre-vns baseline levels. Diagnostics seen to be okay. No other relevant information has been received to date.

Manufacturer narrative:
H3. Device evaluated by MFR? Code 81 - device evaluation is not necessary because the reported event has been determined to not be related to vns. D6b. Explant date; corrected information ; initial MDR inadvertently omitted information known prior to submission. F10. Adverse event codes; corrected information ; initial MDR inadvertently omitted information known prior to submission.

Event description:
The patient was noted to be replaced. The reason for the replacement was deemed for prophylactic purposes. Device evaluation is not necessary because the reported event has been determined to not be related to the vns. No other relevant information has been received to date.

Event description:
It was reported that the explanted device was received by the manufacturer. No other relevant information has been received to date.